Manufacturer narrative:
This is a duplicate report of 2125050-2020-00575. Everything will be captured under MFR# 2125050-2020-00575.

Event description:
This is a duplicate report of 2125050-2020-00575. Everything will be captured under MFR# 2125050-2020-00575.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, constant auto-inflation. Device was explanted. Patient then implanted with non-coloplast device.